Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had a high blood glucose level that was about 400 mg/dl. They took a manual injection and their blood glucose started to come down. However, after they ate their blood glucose started to go back up. They looked in the alarm history and found that the customer got a message that the bolus was not delivered. The customer¿s current blood glucose level was 209 mg/dl. Troubleshooting was performed. It was noted that the infusion set had air bubbles in the tubing. The customer stated they had already changed the infusion and reservoir set. The device will not be returned for analysis.